Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose levels while using the infusion device. Patient stated he does not think the infusion device is delivering accurately. Patient reported experiencing an elevated blood glucose reading of 350 mg/dl on (B)(6) 2013. Patient stated he continued to bolus to bring down the blood glucose level but the reading would not lower. Patient's target blood glucose range is 100-220 mg/dl. Patient reported he took insulin from the cartridge and filled a syringe with it and injected insulin. Patient stated his blood glucose level lowered when he did this; exact reading was not provided. Patient reported he switched to the backup infusion device and changed the insulin cartridge and the infusion set tubing. Patient stated upon switching to the backup infusion device he has not faced elevated readings. Patient reported no medical assistance was required. Patient stated the infusion set has been discarded. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, cartridge, and adapter for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. Consumables: cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. No lot number is known therefore no retain sample could be investigated adapter: the adapter meets the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.